Event description:
It was reported that the customer experienced a potential under-infusion involving channel a and channel b. Per biomed, the patient was being infused with propofol and heparin when the pump started to alarm. The nurse proceeded to stop the infusion and powered off the pump due to both channels displaying an error. Per the customer, the patient was an ICU patient on a ventilator with pre-existing conditions (stemi). The patient did not suffer harm but required medical intervention to preclude harm.

Manufacturer narrative:
The reported event involved the infusion pump s/n (B)(6) and sidecar s/n (B)(6). The available information does not reasonably suggest that either device (3860+/3861) malfunctioned, as there is no evidence of a malfunction. Specifically, after the initial report, the device history log was reviewed for operational details. The review of the history log (which contains the history of both channel a and its attached channel b) found that error for (check door possible free-flow) occurred at the time of the event, demonstrating that the device activated its high-priority audible and visual "check door" possible free-flow alarm as designed. This indicates that the possible under-infusion was caused by user error when installing the IV set, likely caused by the user pushing in the free-flow preventer clamp when installing the set. The most probable root cause for the events reported above is user error due to improper installation of an IV set, as indicated by error code for (check door possible free-flow alarm) occurring in the pump's history log at the time of the event. This was determined through a thorough investigation that included interviews with the user and review of the device history log. The history log showed user error when loading the infusion set, documenting a possible delay or under infusion due to the repeated door opening and power-off cycles. The customer confirmed that no harm occurred to the patient. The patient had pre-existing conditions that may have contributed to the outcome. However, since the reported event required medical intervention via resuscitation to preclude or prevent permanent impairment, iradimed is reporting this event.